Event description:
A customer observed a bent probe on the ortho provue analyzer, causing liquid drops on the foils. A dripping probe could lead to diluted or contaminated reagents and erroneous test results could occur. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event by the field engineer found a bent probe. Cracked wash station and damaged drive belt. The fe replace the probe, wash station and drive belt. Though service repairs have returned the analyzer to expected operation, the root cause of the event was not determined.